Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported two complaints relating to the loop detachment issue, (B)(4). In complaint (B)(4), it was reported that when the resident was raised from the bed by using maxi sky 600 ceiling lift and sling tha6i-m-33 the sling right shoulder loop detached. No injury was reported.

Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation the sling loop is attached to the lift spreader bar by the loader latch, which is equipped with a spring mechanism that closes the latch to prevent accidental removal of the loop. Therefore, if the latch is closed the sling loop will not detach from the spreader bar. After the event, the lift and sling were evaluated by an arjo representative and no malfunction was found. During the interview with the customer, it was determined that the most likely cause of the reported loop detachment was incorrect loop attachment. The customer reported that it was possible that the loop at the head of the sling had not been attached down into the spreader bar and the incorrect sling application may have obstructed the latch from closing properly. The instruction for use (IFU) for maxi sky 600 (001.14150.33) includes section 'procedure for using loop slings with a two-point spreader bar,' which provides step-by-step instructions and graphical illustrations on how to apply sling on lift spreader bar. Also, the instruction for use for contains information that: "warning: the two point spreader bar has hooks for use only with slings equipped with loops. When attaching a loop sling to the two-point spreader bar, always ensure the sling attachment loops are positioned correctly into the safety latches." There was no malfunction found which might lead to loop detachment. It was suggested by the customer that the incorrect sling application might lead to loop detachment. To sum up, the arjo sling and ceiling lift were used during the resident transfer. The lift and sling system is designed to provide patient transfers. Since the sling loop detached it is considered that the lift did not meet its performance specification. The complaint was decided to be reportable due to reported loop detachment during transfer.

Event description:
The facility reported that two events occurred on device (B)(6). Therefore, two separate complaints records were opened and logged under numbers: (B)(4) (us 9681684-2025-00013), (B)(4) (9681684-2025-00014). In the complaint (B)(4) it was reported that the caregiver began to raise the resident from the bed when the top part of the resident's body lifted, and the loop at the head of the sling on the resident's right side detached from the lift spreader bar. No injury was reported.